Event description:
Customer reported her buttons were not working on her insulin pump. She also reported that her numbers were ramping up while she was attempting to program a bolus delivery. She also reported receiving a failed battery test. Customer's blood glucose was 268 mg/dl. The customer stated she had gone into the pool prior to the alarm occurring. The customer reported exposing her insulin pump to moisture. She also reported receiving a button error alarm. Troubleshooting could not perform a self test as more of the buttons were responding. The customer was received to disconnect from the insulin pump and revert to a back-up plan. No add'l info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).